Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 28mm x 2.5mm, eccentric, de novo target lesion with a bend of greater than 45 and less than 90 degrees was located in the severely tortuous and moderately calcified right coronary artery (rca). A 3.5 6f guide catheter was engaged in rca coaxially with a non-bsc guide wire advanced across the lesion. Pre-dilation was then performed with a 2 x 9 maverick balloon catheter leaving 40% residual stenosis in the lesion. A synergy drug-eluting stent was advanced but was unable to track to the lesion. Pre-dilation was performed again and the physician decided to use a guidezilla guide extension catheter to track the synergy stent; however, it was noticed that the stainless steel collar embedded portion was kinked and broke off. Another guidezilla guide extension catheter was then used to implant the 2.5 x 32 synergy drug-eluting stent in the lesion. Post dilation as performed with a 2.75x8 quantum maverick balloon catheter to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the ptfe fully removed from the collar, tip damage (ovalized), numerous kinks in the distal shaft, and kinks in the hypotube located at 9mm and 19 mm from the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the right radial artery. The 90% stenosed, 28mm x 2.5mm, eccentric, de novo target lesion with a bend of greater than 45 and less than 90 degrees was located in the severely tortuous and moderately calcified right coronary artery (rca). A 3.5 6f guide catheter was engaged in rca coaxially with a non-bsc guide wire advanced across the lesion. Pre-dilation was then performed with a 2 x 9 maverick balloon catheter leaving 40% residual stenosis in the lesion. A synergy drug-eluting stent was advanced but was unable to track to the lesion. Pre-dilation was performed again and the physician decided to use a guidezilla guide extension catheter to track the synergy stent; however, it was noticed that the stainless steel collar embedded portion was kinked and broke off. Another guidezilla guide extension catheter was then used to implant the 2.5 x 32 synergy drug-eluting stent in the lesion. Post dilation as performed with a 2.75x8 quantum maverick balloon catheter to complete the procedure. No patient complications were reported and the patient's status was stable.